Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 498 mg/dl. Customer treated their high blood glucose via manual injection. Customer experienced nausea because of high blood glucose levels. Customer performed and passed the high-pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. The insulin pump was not returned for analysis.